Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed the six-pin harness and connector were burnt. Upon receipt, the device was found to have recorded 3090 blower hours and 2130 machine hours. The device log files were successfully downloaded and reviewed in full; no actionable errors were identified. In addition, the pca (printed circuit assembly) was replaced in accordance with the service manual. There was no evidence of foam particles or degradation. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts. Review of post market data found that there is no indication of a new or emerging patient safety or quality issue associated with the failure of thermal events on the legacy a series devices. There were no reports of harm attributed to the thermal failures. Additional information has not been provided by the customer that could be used by the business to further investigate the reported failure. The overall failure rate for legacy a series is within the required device reliability and further review of post market data does not indicate unacceptable safety risk of using this product by patients in the field.